Manufacturer narrative:
Treatment start date was unknown. It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Product was received for evaluation on (B)(6) 2013. The complaint cannot be verified. The products meet the specifications regarding the customer's allegation. The delivery accuracy and alarm functions of the insulin pump were tested on the diagnostic test system and both meet the specifications. The adapter and battery passed the optical inspection. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The returned used infusion set was visually inspected and tested for flow and tightness. The test results were within specifications. The problem mentioned by the customer could not be reproduced; therefore, no corrective or preventive actions will be initiated.

Event description:
On (B)(6) 2013, patient reported the bolus delivery of the infusion device is inaccurate and this has resulted in hyperglycemia. The infusion device vibrates to acknowledge a programmed bolus, but the piston rod does not make a "ticking" noise. His blood glucose was 17 mmol/l (306 mg/dl) at 1:00 p.m., and his normal range is 6-7 mmol/l (108-126 mg/dl). A 5 unit bolus was programmed to treat hyperglycemia, but he reported it was not delivered. His blood glucose was 13.5 mmol/l (243 mg/dl) at 1:40 a.m. And 14.6 mmol/l (262.8 mg/dl) at 2:00 a.m. The blood glucose meter displayed 12.9 units of insulin on board. He treated hyperglycemia with insulin injections. Patient was advised on manufacturer recommendations for changing the adapter and battery cover. No further issues were noted during troubleshooting. Follow-up was completed on (B)(6) 2013, and he was still experiencing hyperglycemia. The infusion device was replaced and requested for evaluation, and the cartridge, infusion set, and adapter were also requested for evaluation. Follow-up was completed on (B)(6) 2013, and he received the new infusion device and his blood glucose returned to a normal level. He did not require treatment from a health care professional or second party to address the issue.